Manufacturer narrative:
Additional information: equipment was checked by hospital biomed engineer and found to function within manufacturing specification. Reported complaint could not be duplicated.

Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was not available at time of MDR filing. The hospital's biomedical engineer cancelled the request for service, stating that the leak issue had been resolved. The customer has not provided ge healthcare with the detailed information regarding the resolution of the issue.

Event description:
The hospital reported that the unit had a large leak. There was no report of patient involvement.